Manufacturer narrative:
(B)(4).

Event description:
It was reported that, in the middle of a shoulder procedure, the spider lost pressure and the arm started falling. Batteries were fine. An unspecified injury was reported. The procedure was completed with a smith and nephew backup device. There was a delay of less than or equal to 30 min. No other complications were reported.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. It was confirmed that there was no injury according to clarification received. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.